Event description:
Revision surgery - due to instability.

Manufacturer narrative:
The reason this revision surgery was performed was to alleviate patient joint instability after 5.8 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 53910026. A total of 18 complaints have been submitted against this part number. Ten of the complaints are attributed to patient instability. The remaining complaints have resulted from other issues such as infections, dislocations and patient contraindications. Information was not provided that definitively identified the reason for the instability or its root cause. Factors un-related to implants that may cause patient instability: degenerative bone, improper surgical technique or incorrect implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.